Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. E4 was unknown. No information has been received to date. Report sent by initial reporter was unknown. No information has been received to date.

Event description:
It was reported that the disposable cassette caused the pump to exhibit error alarms. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.